Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device was performed and revealed that the distal tip is broken and also presents a couple of kinks on its body, approximately at 65cm and 200cm from its proximal end. The spring section of the tip shows the coils uneven. Dimensional inspection of the outer diameter (od) of middle of the device and od of proximal section were performed and were within specifications. Dimensional inspection of the overall length and od of distal tip could not be performed because of the condition of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12101. It was reported that a rotawire tip fracture occurred and remained inside patient's body. The instent restenosed target lesion was located in the descending coronary artery. A 1.25mm rotalink¿ burr and 330cm rotawire¿ were selected for use. During procedure, it was noted that the tip of the rotawire broke upon removing the burr. The broken tip remained inside the patient's body. No further patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4)

Event description:
Same case as MDR ID: 2134265-2017-12101. It was reported that a rotawire tip fracture occurred and remained inside patient's body. The instent restenosed target lesion was located in the descending coronary artery. A 1.25mm rotalink¿ burr and 330cm rotawire¿ were selected for use. During procedure, it was noted that the tip of the rotawire broke upon removing the burr. The broken tip remained inside the patient's body. No further patient complications were reported and patient's status was stable.